Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: during visual inspection, it was observed that there was a battery compartment crack on the side of the battery compartment from the threads down to the case seal. A leak test was performed and failed indicating a battery compartment leak. It was also noted that when the pump was opened, there was evidence of moisture found internally on the battery canister.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.